Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained of device shock in chest area. Physician confirmed right ventricular (rv) lead dislodge, high threshold, small r waves. It was also reported that the patient experienced diaphragmatic nerve stimulation. During rv lead revision procedure, the lead was unscrewed from patient anatomy however, it was not possible to reuse the lead for re-positioning as it was indicated that the physician had trouble screwing the lead in. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.